Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional finding of blood in/on helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant, the lead helix would not extend after two attempts of 8 to 10 turns each time. The lead was not used and was replaced. No patient complications have been reported as a result of this event.